Manufacturer narrative:
Analysis found the a-connector port plug had been damaged by a tool used in the or causing the plug to break apart when it was pulled. The end of the plug that broke off inside of the connector could not be gripped to remove it from the port. The tool used in the or also broke a piece out of the a-connector port. The a-setscrew was normal and showed no signs of a problem loosening it. No device anomalies were found. The damage to the plug was caused by the user of the tool in the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure, the physician noted that the pacemaker being explanted exhibited a port plug that was cracked in half. The pin portion of the lead was also unable to be dislodged from inside the header. The device was successfully replaced. The patient was stable.